Manufacturer narrative:
(B)(4). No product was returned; visual and dimensional evaluations could not be performed. Device history records were reviewed for deviations and/ or anomalies with none identified. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. Images were provided and assessed: left total knee arthroplasty with fracture of the patellar implant with fractured portion in the suprapatellar bursa as well as multiple tiny metallic fragments throughout the joint space. Moderate joint effusion. Fracture of the patellar implant with fractured portion in the suprapatellar bursa as well as multiple tiny metallic fragments throughout the joint space. No evidence for trauma. There is a suprapatellar bursa which could possibly relate to trauma but could also relate to the fractured hardware. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported that approximately 5 years post implantation, the patient underwent a left knee revision due to the patella becoming loose and sheared off. A new zimmer cemented patella was implanted. No additional information available at this time.